Manufacturer narrative:
The patient sample was received for investigation on 12-dec-2024. The investigation of the sample did not identify an interference of the igm or igg nature. The patient presented with acute renal failure with high creatinine values and a low glomerular filtration rate (gfr). In addition, the patient had cardiac problems that could result in high ctnt values together with a reduced clearance via the kidneys could lead to prolonged high ctnt values. The investigation did not identify a product problem. The results were true tnths.

Event description:
We received an allegation about questionable results not matching the patient's clinical picture for 3 samples from the same patient tested with elecsys troponin ths (tnths) on a cobas e801 analytical unit. The samples were initially tested for tnths on the customer's e801 analyzer. Sample 2 and sample 3 were then provided for investigation. A new sample was tested for tni on a siemens instrument. At the customer's site: on (B)(6) 2024 : sample 1: the original sample was tested resulting in an initial tnths value of 1288 ng/l. On (B)(6) 2024 : sample 2: a new sample was drawn and tested resulting in a tnths value of 1331 ng/l. On (B)(6) 2024 ; sample 3: another new sample was drawn and tested resulting in a tnths value of 647 ng/l. During investigation: sample 2 was repeated twice resulting in tnths values of 1109 ng/l and 1086 ng/l. Sample 3 was repeated twice resulting in tnths values of 602 ng/l and 600 ng/l. On (B)(6) 2024 , a new sample was drawn and tested on a siemens instrument resulting in a troponin I (tni) value of 5.94 pg/ml. Reportedly, the medical personnel mentioned that they had not diagnosed the patient with an acute myocardial infarction or heart failure. They also questioned the tnths results as they didn't match the patient's tni result and clinical findings.

Manufacturer narrative:
The cobas e801 analytical unit serial number was 19g8-10. The investigation is ongoing.